Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.

Event description:
It was reported that during an iliac stenting treatment procedure, stent migration occurred. The 80% lesion was located in the non tortuous and non calcified external iliac vein. The 10x49mm wallstent endoprosthesis with unistep plus stent delivery system was advanced to the lesion. The stent was deployed and migrated "a little." Another wallstent, 10x39mm was implanted overlapping the first stent, to cover the lesion. No further pt injuries or complications were reported. The pt condition is reported as "stable."